Event description:
It was reported that the patella clamp was not locking correctly and would not stay straight when the drum was inserted.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: according to the information provided: "it was reported that the patella clamp is not locking correctly, it will not stay straight when drum was inserted". The product was returned to depuy synthes for evaluation. Visual inspection of the returned device found nothing indicative of a device nonconformance, as only signs of heavy usage were observed on its surface. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not able to be performed with the mating component, as it was not returned for evaluation. Device mechanisms were inspected and no signs of resistance nor other damage were identified. The overall complaint was not confirmed as the observed condition of the sp2 sigma inset patellar clamp would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: corrected: h3.